Event description:
It was reported that during routine check by hospital technician, the cs300 intra-aortic balloon pump (iabp) showing autofill failure alarm on screen. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse was unable to reproduce the reported failure. The iabp passed functional tests and was returned to the customer for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) showing autofill failure alarm on screen. There was no patient involvement.